Event description:
After approximately 15 years of successful cochlear implant use, this patient reportedly began to experience difficulty adjusting to sound with different external equipment. Testing of the implant suggested that the device was functioning appropriately. Reprogramming resolved this issue. Nine months later, she reportedly experienced facial nerve stimulation on all electrodes and decreased auditory abilities. Explantation/reimplantable surgery took place in 2005. Preliminary device analysis results showed that the device was faulty.